Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist reviewed the device logs, checked the affected storage locations, confirmed with the customer that there were no issues with the device, and the issue had been resolved, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator fridge ed-trauma not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.